Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and needle break from the sensor. The customer's blood glucose reading was 142 mg/dl. The customer stated that the serter blew or popped and a little piece flew and broke off the needle. The customer will be sent a replacement sensor.